Manufacturer narrative:
In this case, the reported difficult to open or close associated with inability to close the clip and gripper actuation issue (both) could not be replicated in a testing environment due to the returned condition of the device (clip detached from the device and damaged clip components). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and results of the analysis, a cause for the reported difficult to open or close associated with inability to close the clip and gripper actuation (both) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue and inability to close the clip it was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with restricted posterior leaflet and rotated heart. During the first grasping attempt, it was noted that the grippers would not lower. Troubleshooting steps were performed, but the grippers would not lower. It was decided to close the clip to remove it; however, it was noted that one clip arm could not be fully closed (still opened at approximately 20 degrees). Retraction of the clip into the steerable guide catheter (sgc) was not possible. The sgc and the closed clip could be removed without damage by retracting both simultaneously. The procedure was aborted, with mr remained at grade 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.